Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system, compared to a professional device, within 10 minutes: 258 mg/dl (aviva) and 68 mg/dl (ambulance meter). Customer felt shaky with the reading of 258 mg/dl and called the ambulance. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.